Event description:
It was reported that the physician attempted to implant the lead but was unable to get it to pass through a 7 fr introducer. It was also reported that the introducer could not get past the patient's clavicle. The lead was not used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies were found; full lead was returned and analyzed.